Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace instrument blade broke off and fell inside the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that a fragment from the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure robotically. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument performed as intended up until it broke. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. After the instrument blade broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of a broken blade to be related to the customer reported complaint. The blade broke at roughly 0.121¿ from the base, and the broken piece was returned with the instrument. The root cause of the broken blade is typically associated with mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.